Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included irregular periods, absence of menstruation, dysmenorrhea, metrorrhagia, vaginal bleeding (light), uterine dilation and curettage and tooth extraction nos. Previously administered products included for an unreported indication: ibuprofen. Concurrent conditions included pneumonia (10% lung collapse (right)), menometrorrhagia, pregnancy (incidental), abdominal cramps, libido decreased, low back pain, post coital pain, ovarian cyst, vaginal discharge (foul-smelling vaginal discharge), nausea, vomiting, diarrhea, anxiety, depression, hot flashes, vaginal itching, carpal tunnel syndrome, pain in hip, insomnia, vulval itching and adenomyosis. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain lower ("extreme cramping"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with ibuprofen (motrin) and surgery (hysterectomy (full); salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved and the abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower and pelvic pain to be related to essure. The reporter commented: she complications or problems that occurred at the time of her essure placement procedure as risk of bleeding, infection, injury to internal organs, permanent sterility, risk of failure, uterine perforation, thrombolism, pe and fistula. She was not warned that she could be allergic to the metal in the device on (B)(6) 2015. On (B)(6) 2015, pregnancy, incidental. Diagnostic results: on (B)(6) 2017, plaintiff had a hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. On (B)(6) 2017: gynecological ultrasonography:: overall impression- there are multiple cystic regions on both ovaries with the largest one measured. On (B)(6) 2017: surgical pathology report: final diagnosis: uterus and cervix, bilateral fallopian tubes, excision: cervix: mild acute and chronic inflammation of endocervix with reactive epithelial changes. Endometrium: proliferative pattern, endometrium with features suggestive of disordered proliferative pattern. Myometrium and serosa: adenomyosis. Bilateral fallopian tubes: benign tubal parenchyma; benign paratubal cyst, favor hydatid cyst, left. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain lower. Most recent follow-up information incorporated above includes: on 1-aug-2018: case is now incident. Plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, other relevant history updated. Indication female sterilization was added. Events: pelvic pain was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.